Event description:
Dealer stated that the 4way valve on an irc5po2 concentrator is stuck. MDR filed. Per independent repair center statement, the unit was alarming or displaying a red light. The key failure was the 4-way valve for the manifold being stuck. Additional malfunctions were: power switch, short circuit; poppet valve, not shifting; fan mounts, loud; clamp, leaking; zip ties, leaking.